Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization to the basilar artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8470646) became impeded in proximal of a non j&j microcatheter (mc) and could not advance any more. The physician tried to retract the stent, the stent was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter from the patient and switched to new devices to complete the surgery. Additional event information received on (B)(6) 2024 indicated that they were not able to torque the device. No other concomitant devices were used prior to the encountered resistance. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # ==> (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: 13850801890 the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization to the basilar artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8470646) became impeded in proximal of a non-j&j microcatheter (mc) and could not advance any more. The physician tried to retract the stent, the stent was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter from the patient and switched to new devices to complete the surgery. Additional event information received on 09-may-2024 indicated that they were not able to torque the device. No other concomitant devices were used prior to the encountered resistance. There were no procedural delays due to the event. A non-sterile non-j&j microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The EU 4.5x28mm stent 12 mm dw tip could not be found in the decontamination pouch. The received non-j&j microcatheter was flushed with a laboratory sample syringe. After that, a lab sample guidewire was introduced into the received microcatheter; this to confirm or discard that the involved stent remained inside the microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The involved stent was not found. The issue reported regarding a stent being impeded in the proximal of a non-j&j microcatheter could not be evaluated since only the involved non-j&j microcatheter was returned for evaluation. With the limited information available and the lack of returned components, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device, and no further evaluation could be conducted without the rest of the enterprise device, and concomitant microcatheter. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8470646. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.